Event description:
It was reported the customer had a keypad anomaly. The customer stated they were unable to scroll up on their insulin pump while attempting a bolus. Customer's blood glucose was 318 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response on up arrow button due to moisture damage on keypad traces. Insulin pump had a cracked battery tube threads.